Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported during patient use that ventilator had a non critical thread alarm and graphic user interface display (gui) screen had rebooted. Successful reboot of gui was done within 24 seconds. The breath delivery unit continued to ventilate patient as designed. No injury to patient was reported.